Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/11/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: all materials have been returned. No other information is available. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, one open sample that pertain to the product code sxpp2b412. The product code is double-armed. During the visual inspection of the detached needle, the swage and attachment area were as expected. The barrel holes were examined under magnification and remnant suture was noted. The suture end was observed to be severely cut therefore this resulted in a clip off defect. In addition, the opposite extreme was noted to be cut probably caused by a surgical instrument. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, one open sample that pertain to the product code sxpp2b412. During the visual inspection of the returned sample, it was observed, that the swage and attachment area were noted to be as expected. The suture was examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that the patient underwent an orthopedic procedure on an unknown date in 2024 and barbed suture was used. The surgeon and tech both experienced needles coming off at the swage. There was no patient harm. Some of the products were used for the patient, and one was opened to demonstrate the issue to the sales representative. Additional information was requested.

Manufacturer narrative:
Pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "some of the returned product was used in patient. One was opened to inspect and demonstrate what happened by the surgeon to the rep." ¿ if possible, could you please confirm the number of needles that pull off/detach from the suture during use on the patient and how many were used to "demonstrate what happened to the rep". ¿ can you identify the lot numbers of the products that were used? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-05257 2210968-2024-05258 2210968-2024-05259 2210968-2024-05260